Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during post-implant induction testing, this device failed to detect an induced ventricular fibrillation (vf). At the 40 second mark, the physician elected to deliver an external shock, at which time the patient went asystolic and required three minutes of resuscitation efforts. Reportedly, the patient was seizing after the induction, which the physician commented may have contributed to the delay in detection. Data was forwarded to boston scientific's technical services (ts) for review and recommendations and the patient remained hospitalized. Detail of the longest induction for this patient including vf, external shock and post shock rhythm was reviewed by ts. Noise was observed over the signal, which could be tetany or muscle spasm and may have contributed as suspected by the physician. The patient was retested the following day; induction was successful on first attempt and returned an impedance value of 65 joules. Additionally, automatic setup and x-ray images looked normal. No system changes required.